Event description:
Pt was injected with synvisc one via ultrasound guidance to the left knee joint on (B)(6) 2018. On (B)(6) 2018, he was seen for an increase in swelling, stiffness, and aching. On (B)(6) 2018 the left knee was aspirated and sent to the lab for analysis. The pt returned for a f/u on (B)(6) 2018 with fluctuating knee pain and swelling. He continued to not be able to participate in any activities and complained of weakness in the knee. The knee was aspirated and injected with cortisone on (B)(6) 2018. Synovial fluid obtained from the left was seen and showed few white blood cells seen. Dose or amount: 6ml 48mg/ml, frequency: 1 injection, route: suprapatellar knee joint injection under ultrasound guidance. Dates of use: (B)(6) 2018. Diagnosis or reason for use: m17.12. The product is not compounded, not otc product. Event abated after use stopped or dose reduced? Yes.